Event description:
The customer reported an image fault characterized by interference and lines, which occurred along with a scope communication error (e216) during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with an olympus back up device, and the event occurred during sedation while the scope was inside the patient. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.